Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Defect description was initiated for aql failure for particulates. The ftir results came back with a 78 percent correlation to silicone lubricant. No patient harm

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 physical samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the sample showed that both syringes have residue of an unknown drug and the syringe plunger rod and barrel have dark colored ink drawn with marker, no other defect or imperfections were observed. The ftir test results show a correlation to silicone lubricant, which is applied to the inner wall of the syringe barrel and to the syringe rubber stoppers. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.